Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with her charging system. The sjm representative met with the patient and was able to establish communication with a different charging system. The patient was sent a replacement product, but the ipg unable to be charged. The patient's ipg was subsequently explanted and replaced on (B)(6) 2014 and the issue was resolved.